Manufacturer narrative:
Follow up 1 reported on 08/26/2021 did not have an answer to h.2. "If follow-up, what type?". The intended response was correction. This report is being issued to include the follow-up type.

Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 519785 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 519785 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: the lot specific complaint history review identified a total of 2 additional complaints related to the reported complaint for lot 519785. Both complaints were confirmed for amp tray carryover, which is assay-related but not a lot-specific issue. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 519785 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be conducted.

Event description:
The customer reported a false negative result on the alinity m sars-cov-2 assay. The customer received a report from a patient that their negative result was incorrect. The patient stated that she had symptoms consistent with covid and is living with someone who is covid-positive. It is unknown whether the patient was retested for sars cov-2. The patient made no mention of treatments for her symptoms that were affected by her negative test result. The lab did not retest the sample which generated the negative result. The customer did not report an impact to patient management.

Manufacturer narrative:
In the initial report sent on (B)(6) 2021 the health effect impact codes were 2159 and 2199. The intent was to only have health effect impact code 2199. This report is being issued to correct this.